Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 1 of 4 the patient discovered a fluid leak. The patient awoke to fluid in her bed and the patient line had become disconnected at the stay safe pin connector. Attempts were made to gather missing details, but no further information was provided. The cycler set is not available to return as a sample.

Manufacturer narrative:
Plant investigation: since the patient number and lot number is unknown, a search on system could not be performed to find the lots delivered to the patient in the last three months before the event date. As the shipping search of the lots delivered could not be accomplished, a DHR review was not performed; the alleged defect could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak associated with pd treatment. During drain 1 of 4 the patient discovered a fluid leak. The patient awoke to fluid in her bed and the patient line had become disconnected at the stay safe pin connector. Attempts were made to gather missing details, but no further information was provided. The cycler set is not available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.